Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen for initial programming. During impedance checks, the patient reported extreme pain. The closed loop stimulator (cls) was replaced and the patient is receiving adequate therapy with their new cls.